Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the extension was broken during the replacement. The cause of the damaged extension was unknown. The steps taken to resolve the issue included changing the programming to the other side for improving the symptoms. The extension was not replaced. There are currently no interventions taken to resolve the impedance issue and the broken extension.

Manufacturer narrative:
Continuation of d10: product ID 37086, serial# unknown, implanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37086 (serial: unknown); product type: 0191-extension; implant date (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement after the battery change, the impedances were found to be out of range. Contributing factors may include changing the programmer, the extension was damaged during the opening of the pocket. There was an extension break in opening the pocket with many adhesions. The issue was resolved. No surgical intervention occurred or is planned.

Manufacturer narrative:
Continuation of d10: product ID 37086 lot# serial# unknown implanted: (B)(6) 2025 explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacture representative provided facility and device information.